Event description:
According to the reporter, the device hub was loose and separating from the tube. There was no any allegation of patient death or serious injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.